Event description:
The user reported that during a secondary infusion of arsenic trioxide (trisenox), they noticed a leak coming from the drip chamber. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The device has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).